Event description:
It was reported that the ventilator stopped cycling while on a patient and had an error code "up r&t". The patient was bagged and the ventilator was swapped out. There was no patient injury.